Manufacturer narrative:
Expiration date - (B)(6) 2018. Manufacturing date - (B)(6) 2013. This case is deemed to be a reportable malfunction. No previous investigations are available to leverage. The complaint sample was not expected for this case. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. Additional details have been requested but, have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a distributor reporting "when stretching the elastic on the mask to put over patient head, the elastic comes out of the sides of the mask and hits patient in the eyes." No further information was provided including patient details, treatments or outcomes.